Manufacturer narrative:
No product has been returned for evaluation. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that 14 days post implant of this aortic bioprosthetic valve, the valve was replaced. The physician stated that a stitch in the valve loosened due to calcium which caused paravalvular leak. The physician stated that the valve performed as expected. No adverse patient effects were reported.